Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the home patient (hp) about the alarm. The hp stated that she was able to start over with new supplies. There was no lot number provided and the sample was discarded and is not available for evaluation. There was no impact to the patient related to this alarm. No further information is available. This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) reported that a customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during fill 4 of 6. The technical service representative (tsr) assisted the home patient (hp). The hp stated that a bag fell and became disconnected from the hc machine. The tsr had the hp start over with new supplies or manuals. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.